Manufacturer narrative:
Upon additional review of the information in this event, (B)(4) does not apply. There was no decrease in therapeutic response, only a loss of therapeutic response.

Event description:
Additional information was received from the patient that reported that the wires are broke and the patient is going to replace them later. The issues of the high electrodes and lack of stimulation have not resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) met with the patient last night and was reported out of range impedances. The patient was not reported to have experienced symptoms when the ins was off, and no trauma or falls related to this issue were reported. This was not related to positional movement. Impedance measurements were taken and all electrodes were high; the patient was not feeling stimulation. A lead revision was planned, and the implantable neurostimulator (ins) was discussed also. This issue occurred about two weeks ago. Indication for use included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.